Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is suspected of having premature battery depletion. This ICD was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was replaced and will be returned to boston scientific for analysis. This report will be updated if additional pertinent information becomes available, or when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.